Event description:
Procedure: low anterior resection. According to the reporter: the surgeon fired the instrument but the staples did not form correctly and the instrument cut the tissue. Surgeon had to use another ta to close the tissue and then another eea to re-do the anastomoses. Surgeon then performed a temporary ileostomy. Surgical time was extended by 2 hours. Pt current status reported as recovered.

Manufacturer narrative:
(B)(4).